Event description:
According to the reporter, on (B)(6) 2025, a live infant was delivered via spontaneous vaginal delivery. A synthetic absorbable surgical suture was used to close a first-degree perineal laceration. On (B)(6), the patient complained of pain at the perineal laceration suture site and came to the hospital, where broken sutures and wound dehiscence were observed at the perineal laceration site, a wound redness and swelling. Daily perineal debridement and dressing changes were provided for symptomatic treatment. After three days, the incision at the perineal laceration site healed well, with no redness or exudate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.